Event description:
It was reported that 147 days following a coronary artery drug eluting stenting treatment procedure, a target vessel re-intervention (tvr) was performed. The index procedure identified and treated one target lesion. The lesion was a de novo, 90% stenosed, moderately calcified, mildly tortuous lesion in the mid left anterior descending (lad). The lesion was a type d bifurcation lesion, with side branch disease in the 1st diagonal. The lesion was 10mm in length and 3.00mm in diameter. Both the main vessel as well as the side branch was predilated reducing the stenosis to 60%. The bifurcated lesion was treated using the "t-stenting technique." A guidant pixel stent was deployed in the ostium of the 1st diagonal. The physician followed with a taxus express2 3.00x 16mm stent in the mid lad deployed at 18 atms. The physician did not post dilate the stents. The results were 0% residual stenosis with timi-3 flow. The patient was discharged the following day on plavix and aspirin. It was reported that 145 days after the index procedure, the patient presented to the emergency room (ER). The patient has stated the night before he experienced left arm numbness for two and a half hours without any associated difficulty breathing, speaking or slurred speech. His symptoms went away after taking two plavix. The patient had not been taking plavix for the prior 3 days under the suggestion of a urologist due to urinary bleeding. The patient also had significant anemia on admission. His hemoglobin was 11, and his hematocrit was 31%. An ECG performed that day showed that the patient suffered an acute anterolateral non-st segment elevation myocardial infarction which occurred 12-36 hours prior to being admitted to the ER. The patient had a dilated left ventricle (lv) with lv hypertrophy, but overall, we preserved lv function estimated to be 65-70%. Two days later, the patient needed to have repeat cardiac catheterization to reassess the patency of the stents implanted during the index procedure. The angiogram revealed a 40% lesion at the origin of the lad. The previously stented site was widely patent. Just beyond the stented site, there was a reoccurrence of disease with about an 80% area of stenoisis. The stenosis was reduced to 0% using balloon angioplasty and placement of a cordis cypher stent. The patient was discharged from the facility the following day. The relationship of this event to the device was indicated by the site as "unk".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.